Event description:
It was reported that a patient presented with failure to interrogate noted on the patient's pacemaker. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned.